Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has missing segments on the lcd display. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that there is only a partial display of information on the lcd screen. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with missing segments/partial display due to a cracked lcd zebra connector. Unable to perform any tests due to the missing segments/partial display. The pump was received with a cracked reservoir tube lip, a missing end cap sticker and minor scratches on the display window.